Manufacturer narrative:
Per dr (B) (6): the colonoscopy was performed in (B) (6) 2009, with no complications or patient injury. The patient returned to the hospital within 24 hours with symptoms, such as chills, fever, and rectal bleeding. A cat scan was performed and revealed significant wall thickening in the colon, which he believes is chemical colitis due to rapicide disinfectant used with the dsd-201 reprocessor, (B) (4). The patient was given intravenous antibiotics and was hospitalized for 3-4 days.the fse stated that the logs seemed fine in (B) (6) 2009. The user facility stated not to have had any issues with the dsd machine aside from this instance.

Event description:
Manufacturer received complaint from customer regarding one case of chemical colitis. The patient returned to the hospital within 24 hours following the diagnostic colonoscopy with chills, fever, and rectal bleeding.